Event description:
Customer reported with image distortion (green) occurred during surgery (therapeutic laparoscopic cholecystectomy). According to the customer, the image quality was so bad that it was difficult to continue the case, and therefore the scope was replaced with another of the same scope, and the case was continued successfully. The intended procedure was completed with similar device with no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
Device return evaluation was completed . The customer reported complaint was confirmed. Device evaluation found the color tone of the image is abnormal due to damage to the imaging unit, (image is green only). In addition, service repair noted there is noise in the image. The bending angle is insufficient due to the elongation of the angle wire. The curved rubber adhesive is missing. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the defect of image sensor unit or failure of internal board of the video connector or the system. Olympus will continue to monitor field performance for this device.